Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue tip protector of an all-in-one container ruptured during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was evaluated. The sample was received without the blue tip protector assembled to the bag, it was present but loose. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water pressure test was performed with no issues noted. The blue tip was re-assembled to the bag and the bag was hung from the blue tip protector and as a result, the bag did not fall. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.